Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the undiagnosed/self treated infection and no issues were found. The exact cause of the infection could not be conclusively determined.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl). The pod was worn between 36 and 48 hours on the hip/buttocks. Hyperglycemia treated by applying a new pod.